Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open irritation under the lifevest. The patient reported that her daughter, who is a nurse, was applying a cream and bandage to the area. Follow-up inidcated that the irritation was improving.